Event description:
(B)(6) called to transport the patient by ground from an outside hospital to our main hospital. Patient's diagnosis was severe hypoxia, right heart failure and pulmonary hypertension. Upon arrival: issue #1: accepting cardiology fellow was directly (via phone conversation) notified of patient condition and eta at 1825 (85 minutes prior to arrival in cicu) while (B)(6) was at the referring facility rendering care. Report included vital signs, continuous infusions and initiation/dosing of inhaled nitric oxide (ino). (B)(6) communications center relayed the same information at 1915 (20 minutes prior to arrival in the cicu) to staff. Although two different reports with the same information was relayed via two different avenues, upon (B)(6) arrival to the bedside, there were no continuous infusions ready and no ino ready in the bedside ventilator circuit. What complicated this was approximately 10 minutes prior to arrival to our hospital, the (B)(6) infusion pump, infusing continuous phenylephrine at a dose of 1.25 mcg/kg/min alarmed "downstream occlusion."troubleshooting immediately began and there was no downstream occlusion discovered between the delivery system and the patient's venous access. Additionally, the central venous catheter was assessed for patency (via gentle aspiration for blood) and all ports were functioning properly. This problem did not resolve despite resetting the alarm, verifying line patency and proper set up of the pump administration system. Upon (B)(6) arrival to our hospital at 1935, the patient's vital signs were: heart rate 88, bp 156/92, oxygen saturation 86% (desaturation to 84% with movement to ICU bed), etco2 43 mmhg the resident caring for the patient arrived 15 minutes after patient arrival to the unit visibly upset because he received "no information" regarding this patient, his diagnosis, or his current condition. Upon his arrival, phenylephrine our hospital pharmacy had still not arrived, (B)(6) infusion pump issues continued and the patient's systolic blood pressure was 79 mmhg with an oxygen saturation of 79%. The bedside nurse pulled a push dose of phenylephrine from the omnicell and administered a partial dose per the cardiology resident's order. This quickly returned the patient's blood pressure to baseline. Issue #2: respiratory therapy had no idea that the patient was on ino, so no nitric setup was available at the bedside upon (B)(6) arrival. The patient remained on (B)(6) equipment until a bedside nitric oxide set up was available. When the patient was placed on the ino/ and bedside ventilator, oxygen saturation immediately began dropping. Respiratory therapy was troubleshooting the problem as it was evident that nitric oxide was not getting to the patient. After several minutes of troubleshooting, the (B)(6) nurse discovered that a disposable filter on the back of the administration unit was not installed. This problem was immediately rectified and the patient's oxygen saturation slowly recovered to baseline (84-86%). Issue #3 (more than likely a major contribution to issue #1 and #2): it was obvious that there was a breakdown in communication between services and disciplines. The receiving resident stated that he "knew nothing" about this patient. The ICU nurse was unaware of the continuous infusions that the patient was receiving. The respiratory therapist did not know that the patient was on ino. (B)(6) did not communicate to the receiving institution the fact that they were experiencing sudden equipment problems, nor did they have a contingency plan for pump failure on a pressor-dependent patient.